Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of the investigation performed on 01/04/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/04/2014 with the following findings: investigation revealed that the pump¿s display screen was dim and discolored. Unrelated to the display issue, a review of the pump¿s black box data revealed a history of loss of prime alarms. No damage or defects related to the loss of prime issue were found during investigation. (B)(4).